Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's device stopped working and she didn't know why. The patient stated that she put it on all 4 programs at the highest level and it still did not work. It was mentioned that the patient's health care professional scheduled an x-ray to check the leads and a meeting with the manufacturing representative to see if the device needed to be replaced. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's electronic device stopped working. The patient clarified that she meant her ins and thought it wasn't working. The patient stated that she never felt anything and clarified that 2 weeks ago she stopped feeling stimulation. It was mentioned that the patient noticed a return in her symptoms because she was wetting the bed, going to the bathroom a lot, and didn't really get a signal that she needed to go to the bathroom because all of a sudden she needed to go to the bathroom. The patient reported that yesterday she tried all 4 programs and went as high as she could go on all 4 programs. Trouble shooting attempts were made and the patient programmer showed stimulation was off. The patient synced and stated that her settings were on program 1 at 8.5v and the ins was off. The patient was instructed to turn the stimulation down to 0.5v before turning the ins on. The patient turned the ins on and increased stimulation but she went back up to 8.5v and confirmed she was not feeling any stimulation. The patient was redirected to her health care professional and the event was described as sudden. There were no further symptoms or complications reported or anticipated.